Manufacturer narrative:
The analyzer serial number is (B)(6). The customer replaced all ise electrodes on (B)(6) 2024. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient serum sample on a cobas pro ise analytical unit. The customer was having qc recovery issues after replacing the ise electrodes. The initial na result was 149 mmol/l. The customer questioned the initial result as it did not match the patient's previous result and repeated the sample. The sample was repeated on another analyzer and the result was 142 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The field service engineer (fse) found that the tubing was not positioned correctly on the sipper nozzle and repositioned it, flushed the vacuum nozzle, replaced the reference bottle, and performed purges, primes, and checks. Calibration was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.